Manufacturer narrative:
Medtronic field service verified the reported bcl communication error. The issue was resolved by replacing the cpu board. Functional testing was performed per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use the performer instrument displayed a bcl communication error. The customer stated the performer was turned on and running for several hours before the start of the case. When the error alarm occurred the bio-pump stopped and the handcrank was used for approximately 2 ¿ 3 minutes while the customer rebooted the instrument. Use of the instrument was continued with no resulting adverse patient effect.

Manufacturer narrative:
Complaints received from (B)(6) 2013 (5 years prior to event date) through (B)(6) 2018 for performer instruments were reviewed and showed no trends warranting escalation related to this occurrence. If information is provided in the future, a supplemental report will be issued.